Event description:
It was reported that a acu watchdog failure primary audible alarm was experienced. No patient injury was reported.

Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. Bottom case cracked / broken by the 'l" bracket pole clamp and visible contamination by the "l" bracket pole clamp. Unable to duplicate the acu watchdog failure or primary audible alarm post error at power up that was reported by the customer. Replaced speaker, interconnect board and main pc board as preventive measure and performed self test/occlusion test. No causes or potential causes to the customer's reported problem were found during the DHR review.

Manufacturer narrative:
Other, other text: additional information provided in h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Technician was unable go into event history log (ehl) or down load the ehl due to power up problem., corrected data: corrected information provided in d4 (brand name).